Event description:
Pt came to outpatient services for CT of abdomen by radiology staff. Infusion of contrast was by power injector machine. Approx 30cc of contrast infiltrated. Contrast infusion was discontinued and a warm compress was applied. Radiologist saw pt following infiltration. A "3x3" red and swollen area was noted on the wrist. Pt complained of tenderness.